Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient's therapy was shutting off in certain positions. When they were sitting the programmer shows they were laying and sometimes standing. When the patient was laying on her left or right side she didn't feel anything unless she twisted a certain way. The implant wasn't holding the charge as long. No reprogramming was done and the patient was going to be seen a week after the report. Further information received from the representative reported that all settings were checked and impedances were within normal limits. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.